Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that oversensing and noise occurred between the device and right ventricular (rv) lead. The rv lead also had high impedance. Both the device and rv lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Rv (right ventricular) lead integrity warning occurred (B)(6) 2014 for lead impedance out of range and sic (sensing integrity counter) oversensing. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(4) 2014, sic rose up to 225. High-rate non-sustained episodes with evidence of lead noise/oversensing noted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.